Manufacturer narrative:
The pump remains in use supporting the patient. Although the evaluation of the submitted and retrieved system controller log files confirmed the report of power and flow elevations, a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation between the pump and the reported events could not conclusively be established. Review of a data log file retrieved from a returned system controller as well as a submitted system controller data log file confirmed the report of power and flow elevations. The retrieved log files captured approximately 9 days from (B)(6) 2017 through (B)(6) 2017, per the timestamp. The average power and flow were 5.5 watts and 5.6 lpm, respectively. The fixed speed was set to 9,000 rpm and the low speed limit was set to 8,600 rpm. A slight increase in power and flow were noted between 2:05pm on (B)(6) 2017 and 4:05pm on (B)(6) 2017. During this time the power and flow were recorded approximately between 6 and 7 watts and 7 and 9 lpm, respectively. On (B)(6) 2017 at 4:58pm the power and flow were elevated and captured at 13.5 watts and 12 lpm, respectively. The next event was captured approximately 12 hours later and the power and flow were recorded at typical levels of 5.3 watts and 5.2 lpm, respectively. The log files were otherwise unremarkable. The system controller operated the pump at the set speed during the power and flow elevations and throughout the log file. No hazard alarms were captured within the log files and the majority of the data appeared to show routine power source exchanges and the pump functioning as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system had been producing power and estimated flow elevations over the past 3 to 5 days. A log file reviewed by the manufacturer¿s technical service representative confirmed an increase in power and flow estimation over time. On (B)(6) 2017, a right heart catheterization revealed normal cardiac output and index and low filling pressures. A ramp echocardiogram revealed normal pump function. X-rays reviewed showed no fractures of the driveline. Lactate dehydrogenase values were 221 u/l on (B)(6) 2017, 264 u/l on (B)(6) 2017, and 274 u/l on (B)(6) 2017. The patient received a heparin infusion overnight on (B)(6) 2017 and was maintained on warfarin. The patient was discharged from hospital on (B)(6) 2017 and is on outpatient follow-up. No additional information was provided.